Event description:
Reporting status: death. Reporting rationale: thrombosis resulting in death. Device issue: none. It was reported that in 2008, a 2.5 x 15 mini vision was placed in the lad, and a 2.25 x 15 mini vision was placed in the diagonal, on a pt with a previously placed biventricular pacemaker/defibrillator. The pt returned to the hospital at aproximately 2 months later, presenting with sub acute thrombosis with a total occlusion of the lad, just proximal to the stents. The pt had stopped taking plavix about 3 days prior, as he had run out of medication. Upon insertion of the guide catheter, his defibrillator went off. The guide catheter and guide wire were again attempted to be placed, but upon the second attempt, the pt was pronounced. No add'l event or pt info is available.